Event description:
The customer reported they had a "loudspeaker malfunction" technical alarm message displayed, however, there was no sound from the device. This only occurred one time. The device was not in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.